Event description:
It was reported that in the week following the implant procedure, the capture threshold of the left ventricular (lv) lead had increased significantly. Diagnostic imaging was performed which confirmed that the lv lead had dislodged. The physician elected to explant and replace the lead to resolve the event and the patient was stable with no additional adverse consequences.